Event description:
The customer reported that the system would not make an exposure. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However no report of pt or staff injury was reported.